Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale - dissection requiring surgical intervention. Device issue: difficult to remove. It was reported that a stent was deployed in the lad. An attempt was made to delivery a 2.5 x 12 mm stent delivery system (sds) distal to the deployed stent, but it would not cross through the stent. As the sds was pulled back into the guiding catheter, the stent became stuck on the guiding catheter, so everything was removed as a single unit. A dissection was observed in the left main and it was unk if it was caused by the stent or the guiding catheter. The pt went to surgery to treat the dissection. No add'l event or pt info is available. You are receiving this MDR from abbott vascular, because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results - product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen and on the stent implant and balloon. There was contrast visible in the inflation lumen and on the outer member. The stent implant was stationary on the balloon and between the markers. The proximal end of the stent implant, the last three rows of struts, had flared and mangled struts. There was no other damage noted to the stent implant. The proximal end of the balloon was wrinkled, the rest of the balloon was tightly folded. The outermember was wrinkled in random sections, 14 cm distal to the strain relief tubing for a length of 7.5 cm. The guiding catheter used in the procedure was not returned. There was no other damage noted to the sds. The tip seal length met mfg criteria. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameters did not meet mfg criteria. The proximal outer diameters were not measured due to the damaged struts. An attempt was made to advance the returned sds through a new guiding catheter and there was resistance noted at the damaged struts. Product performance engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon completion.